Manufacturer narrative:
Intuvie received a pump from (B)(6) for routine preventive maintenance (pm). During device testing, the infusion pump failed the ground resistance test, measuring 0.120 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.038ohm. Reference to complaint#: (B)(4).

Event description:
Intuvie received a pump from (B)(6) for routine preventive maintenance (pm). During device testing, the infusion pump failed the ground resistance test, measuring 0.120 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.038ohm. No patient involvement was reported.

Manufacturer narrative:
This MDR record is being voided as a duplicate. Review determined that the reported failure was previously reported to the FDA under MDR report number 3006575795-2025-00543, which contains the complete event description, investigation details, and corrective actions. No new or additional information is being reported in this record. Refer to (B)(4).

Event description:
Intuvie received a pump from henry schein for routine preventive maintenance (pm). During device testing, the infusion pump failed the ground resistance test, measuring 0.120 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.038ohm. No patient involvement was reported.